Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 390mg/dl, and vomiting. Reportedly, an unspecified malfunction alarm occurred. Additionally, an altitude alarm occurred while the pump was not outside the labeled altitude operating range, and an unspecified cartridge alarm occurred. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.